Event description:
This lead was returned without documentation from an unknown source. The serial numbers on the lead are cut-off. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 4/12/2016 - (B)(6) was able to determine the model name and model number for this lead. Updated that information. The manufacture date is unknown since the serial number is unknown upon receipt, the lead under complaint was found cut approx. 50 cm distal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the is-1 connector pin was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The serial number was not readable. The returned lead fragment was visually and electrically analyzed. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage was due to tensile forces, applied during the surgery. Abrasion marks were observed along the lead body. The insulation was intact. Furthermore deformations of the outer conductor coil were detected which occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.